Event description:
It was reported that the monitor had pink line noise on the right edge of the image. The issue was identified during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, g3, g6, h2, h3, h6 and h11. Corrected fields: e1 last name and e1 phone number. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed that the phenomena are caused by a malfunction in the liquid crystal display panel. It is considered that a vertical line appeared on the screen after set completion, caused by conductive foreign objects within the set moving and adhering to a position that crosses the pins of the connector in question on the liquid crstal display panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.